Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath (clear) - ous was selected for use, an issue described as fluid leak occurred, the fluid appeared to be leaking from the sheath, there was no air seen in the sheath and no air seen in the patient. Procedure was completed successfully using the same device. No patient complications were reported. Device is not expected to return.